Manufacturer narrative:
The pump was received with no act button response due to corroded keypad traces. No button error or other alarms were noted during testing. Unable to verify the operating currents, including the low battery, or off no power alarm due to the unresponsive act button. The pump also had minor scratches on the display window, a cracked display window corner, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to this issue. Customer reported that she removed the battery and got an additional error alarm. Blood glucose level at the time of the incident was 232 mg/dl. The customer was advised that the insulin pump would be replaced but did not return the device for analysis.